Event description:
It was reported that prior to a knee arthroscopy procedure using the ambient megavac 90, when setting up for the procedure, the wand would not plug into the controller. The controller that was being used was not compatible with the ambient type of wands, thus they were unable to complete the procedure with this device. The procedure was instead completed using a competitor's product. There were no significant delays or pt complications reported as a result of this event.